Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit was put on deceased patient which showed noise on asystole wave output. The patient was unresponsive and the ECG leads on the defibrillator were placed on patient. The patient was seen by the medical officer who pronounced the death and there was still heart beat and ECG waveform shown on the machine. The staff subsequently borrowed another defibrillator machine from the opposite ward and got the ECG asystole strips which needed to be part of the document for the medical officer to have the time of death on the strips for the death certification. The sequence of events and the understanding of the impact of the device behavior has not yet been determined. Additional details have been requested.

Event description:
The customer reported the unit was put on deceased patient which showed noise on asystole wave output. The patient was unresponsive and the ECG leads on the defibrillator were placed on patient. The patient was seen by the medical officer who pronounced the death and there was still heart beat and ECG waveform shown on the machine. The staff subsequently borrowed another defibrillator machine from the opposite ward and got the ECG asystole strips which needed to be part of the document for the medical officer to have the time of death on the strips for the death certification. The device was in use on the patient post cardiopulmonary arrest, in order to pronounce the patient's time of death. The reported symptom occurred on a patient who was already dead, for the purpose of confirming death. There was no attempt to resuscitate the patient. The customer observation was unexpected to them and thus the customer contacted philips.